Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device since activation. Atypical voltage interaction were noted on 2 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. It was also reported that the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.